Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's parent that the customer received emergency medical assistance and got hospitalized due to low blood glucose on october 18, 2019 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 150 to 100 mg/dl before the incident. The customer was given intravenous fluids to treat. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. The customer believes the pump over delivered insulin. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.